Event description:
It was reported that the pt fell, and was taken to the clinic in 2002. However, it was not possible to perform any telemetry measurements at this time as there was a great deal of swelling in the area. Telemetry measurements carried out in november gave a result of 'poor coupling to the implant'. New measurements will be done 6 days later.